Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 32mm and 24mm amplatzer septal occluders were chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During procedure, both the occluders were tested, while opening of the prosthesis, the anomalous opening of the left disc of the first prosthesis and of the right disc of the second prosthesis was observed. In both cases the disc assumed an anomalous shape that appeared elongated and squashed, and it was impossible, even by trying repeated recaptures of the prostheses in the intracardiac position to restore. The deformed devices was never released from the delivery cable while inside the patient. The original shape was obtained only after manually forcing the disc outside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient has been transferred to cardiac surgery.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Two videos were received from the field: one taken inside the patient and one taken outside. Both videos appear to show the bulbous deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.